Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The reported event was unconfirmed. Received (2) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), used balloon dilation catheter with an eagle inflation device. Visual inspection of the sample noted that the returned device was visually inspected in the engineering lab, and no damage, deformities, or abnormalities were found on the shaft, hubs, or balloon. A guidewire passed through the device without resistance. Functional testing showed no leaks at 8 atm or 30 atm, including at the balloon, hub, inflation port, or stopcock. Based on the complaint details, any issue appears related to the inflation device, which was not returned for evaluation. The complaint could not be confirmed. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. Corrections made to tab(s) d and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure, the balloon dilation catheter balloon was opened and found to be damaged, with the pressure pump leaking. They replaced with a new balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure, the balloon dilation catheter balloon was opened and found to be damaged, with the pressure pump leaking. They replaced with a new balloon.